Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Provided photos show the device with the detached activation knob beside the device and the segment of the activation knob remaining threaded to the regulator. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. Not all components were included in the return, no catheters were returned. The white body of the handle has not cracked. Powder not observed on the returned components. The red activation knob was returned removed from the handle except for a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The regulator has popped and the lance, black o-ring, a small metal ball, spring, and small white o-ring were returned, with the white o-ring remaining fixed in the handle. The co2 cartridge was returned and was fully punctured. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it secured to the regulator during activation. A field action has been initiated for this nonconformance; the reported lot, w4849968, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the package was opened and hemospray activated. He [endoscopy technician] laid the hemospray down onto the table while he was taking out the catheters. During this time the co2 [carbon dioxide] and activation knob portion detached from the handle and shot off into a nearby waste basket. No harm occurred to the user or the patient. Another hemospray was opened to treat the patient. This occurred prior to patient contact; there was no injury to the patient nor user.